Event description:
The device was returned to the service ctr with a customer report that the device will not turn on battery power. This did not indicate a reportable malfunction. However, during verification testing at the service ctr, battery leakage was found in the battery compartment and on the positive battery contact of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.